Event description:
It was reported the event occurred in the anesthesia/operating rooms. The insertion, aspiration, dilation, insertion of the guide wire, and insertion of the catheter over the guide wire were without problems. When the physician tried to remove the guide wire, he felt resistance. It was not possible to remove the guide wire. A surgeon was called, the wire and catheter needed to be removed by a surgical intervention. The intervention was successful; the wire and catheter were removed in one piece. Afterwards the physician noticed the guide wire had unraveled outside/in front of the catheter tip. It is not known if another catheter was placed. There was no delay in treatment reported. No additional complications or injuries.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.